Event description:
A physician reported a pt who rec'd a second treatment with two formulations of collagen into the nasolabial folds and peri oral lip lines on 20 oct 1997. On 21 jan 1998, the pt telephoned the physician, and stated that she had developed a hard, "hot" lump in the nasolabial folds. On 22 jan 1998, the physician noted an inflammed, indurated area at the nasolabial folds. He believed that the patient had a hypersensitivity of collagen and prescribed diprolene topical cream. On 18 february 1998, he injected dilute kenalog intralesionally, which was effective. On an unknown date, the pt developed weight gain and muscle tightening in the jaw and possibly additional systemic symptoms (specific symptoms and date of onset unknown); a diagnosis or etiology had not been determined. The consulting physician's name was unknown. The injecting physician believed the systemic symptoms were probably unlikely to be unrelated to the collagen.